Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Initial attempts to transmit data via gsm were unsuccessful. After inspection of the handheld options, it was observed that the gsm setting was disabled. Patient data backup was performed successfully after enabling gsm. Land line transmission was also tested and review of settings confirmed the telephone dial prefix was set to '9' on initial boot up. After changing the prefix to 'none', patient data backup was performed successfully via land line. The wifi adaptor was not returned with the unit therefore the wifi transmission issue could not be confirmed. The reported event was confirmed and the root cause was determined to be incorrect land line prefix and gsm setting disabled.

Event description:
It was reported that the patient had been hospitalized for heart failure. The patient had been experiencing communication issues with the patient electronics unit. The unit was replaced.